Event description:
It was reported that during an unspecified surgical procedure, after pressing the firing button, the sound of the blade moving could be heard. The blade moved to the far end, and the sound persisted when releasing or continuing to press the firing button. It did not stop automatically and the blade did not retract automatically. Finally, the sound of inserting and unplugging the battery stopped, and the blade retracted. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 4/17/2026 d4: batch #734d30 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. During the functional test, the sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device being bailout. The device was disassembled to verify the condition of the internal components and the lever was damaged near interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, the knife would automatically reverse after fire. The event described could not be confirmed as once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, a98r87, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 734d30, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.